Event description:
Right knee aspirated [joint effusion]. Fever [fever]. Swelling [swelling]. Pain [pain]. Case narrative: initial information received on 20-jul-2018 regarding an unsolicited valid serious case received from health authorities of (B)(6) via healthcare professional. This case involves patient of unknown demographics who experienced fever, pain and swelling (latency 4 days) and right knee aspirated (latency unknown), after administration of hylan g-f 20, sodium hyaluronate (synvisc one). Patient's past medical history revealed that they had received synvisc-one many times in past. The patient's past medical history, vaccination(s) and family history were not provided. On (B)(6) 2017, patient received synvisc one via intra-articular route (dose, lot number, indication- unknown) bilateral knees. On (B)(6) 2017, patient developed swelling, tremendous pain and fever. He began antibiotics on (B)(6) 2017 in case septic arthritis. Fevers and pain were ongoing. Right knee aspirated and sent for culture. Final diagnosis was fever, pain and swelling and right knee aspirated. Corrective treatment: antibiotics. Outcome: not recovered/not resolved for all the events. Product technical complaint (ptc) was initiated with global ptc number: (B)(4) on 20-jul-2018 for product. Batch number; unknown. The reporter stated that the device complaint resulted in adverse event/handling error. Device not returned. Final investigation complete date: 25-jul-2018. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: intervention required for right knee aspirated. Additional information was received on 25-jul-2018. Global ptc number and ptc results added. Text was amended accordingly. Follow up information received on 25-jul-2018. No new information.